Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient when they called the inbound line that their leads came out. There were no further com plications reported/anticipated.